Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during basal delivery. Customer's blood glucose was unknown mg/dl. The customer stated that she had a problem with the act button.

Manufacturer narrative:
No button error alarm was noted. However, the act button did not respond due to corroded keypad traces. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.